Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis. Visual inspection showed that both tamper seals were removed from the pump, the top and bottom cases were in excellent condition and there was no visible contamination. Functional testing involved running the pump through the power-up process. It was found that the pump had an intermittent power/charge up issue. The investigation determined that the interconnect board not charging the battery was the most probably cause of the reported issue. It was noted that the battery was five (5) years old. A cracked power supply shield and battery door were replaced, and a cable guard was installed.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited power up issues and had an issue with the interconnect board. No adverse effects were reported.

Manufacturer narrative:
Information was received on 03-mar-2020 indicating that the event did not occur during use. No patient was involved.